Manufacturer narrative:
At this time, product data has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The librelink application was investigated, and investigation did not identify any issues with the librelink application. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger when using the freestyle libre 2 sensor with the freestyle librelink application. The customer therefore was unaware when blood glucose dropped and experienced dizziness and sweating. The customer required treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). No failure modes were observed upon visual inspection of the sensor plug assembly. This complaint is not confirmed as sensor was in a non activated state, indicating the customer attempted to start the sensor however the sensor was not successfully activated. An extended investigation has been performed for the reported sensor and complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. As previously submitted in the initial MDR, the librelink application was investigated, and investigation did not identify any issues with the librelink application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger when using the freestyle libre 2 sensor with the freestyle librelink application. The customer therefore was unaware when blood glucose dropped and experienced dizziness and sweating. The customer required treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.